Manufacturer narrative:
Potential tibial loosening was reported for patient with a total knee implant. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.

Manufacturer narrative:
Tibial loosening occurred. Revision surgery occurred to revise the tibial implants. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Tibial loosening occurred. Revision surgery occurred to revise the tibial implants.

Event description:
Potential tibial loosening was reported for patient with a total knee implant. Revision surgery is planned.